Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results on the access 2 immunoassay system. The customer stated a negative 0.02 ng/ml result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) and system check were within expected ranges. The patient sample was collected on a lithium heparin plasma tube without a gel separator. The sample was normal in appearance. Sample processing information such as centrifugation speed and time was not provided. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There was no indication that the accutni+3 reagent was returned for evaluation. The field service engineer (fse) evaluated the instrument and did not see evidence of instrument malfunction. In conclusion, the cause of the event cannot be determined with the available information.